Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process, after which the error did not reoccur, and the caller successfully started their sensor session.